Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information was requested from the customer but not provided. A root cause could not be determined with the information available. It was noted the customer was not using the rack adaptors recommended for the type of tube in use, which could lead to sampling issues.

Event description:
The customer alleged they received a questionable vancomycin result for one patient on their c501 analyzer. The patient's initial vancomycin result was <1.7 ug/ml and it was reported outside the laboratory. The initial result was questioned and a new sample was drawn. The vancomycin result from the new sample was 14.1 ug/ml. On either the evening of (B)(6) 2014 or the early morning of (B)(6) /2014, the initial sample was repeated. The repeat result from the c501 analyzer was 12.4 ug/ml. The repeat result from a c311 analyzer was 12.6 ug/ml. The repeat result from the c501 was considered correct. The customer stated the initial result was pulled from their laboratory information system and the result was <4.7 ug/ml accompanied by an error code. The patient's treatment was not altered based on the initial result and there were no adverse events. The vancomycin reagent lot number was 60199901 and the expiration date was 03/31/2015. The field service representative believed there was a sampling system issue. A poorly situated tube in the rack, a short sample, or a minute fiber clot was believed to the issue. He visually checked all the mechanisms to ensure their proper working order. He performed an instrument check test and precision test to ensure the instrument functionality was within specifications and both passed.